Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 89 mg/dl. The customer was admitted to hospital on (B)(6) 2016. Customer caused of hospitalization was hypoglycemia and diabetic seizure. Customer was discharged and wearing at the time of hospitalization. Customer is unable to upload at care link at this time. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised to monitor blood glucose until replacement pump arrives. Customer stated that b button of the insulin pump is not working.